Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 (air in line) alarm during fill 1 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to clear the alarms. The tsr advised the hp to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Correction: the initial MDR did not include that the supply bag had fallen and disconnected. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp could not recall the incident and could not provide any additional information. The hp stated that their therapy was going well. There was no patient injury or medical intervention reported. This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag fell and disconnected'. The label review found the labeling adequate for the possible use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.